Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge and handpiece product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported having an issue with an intraocular lens (iol). Additional information was provided by the initial reporter that the lens was exchanged during the initial iol implant procedure due to the surgeon ruptured the capsular bag. Additional information was provided by the surgeon that in his opinion, the iol did not cause or contribute to the event; that there was no particular cause for the rupture. According to the surgeon, the tear was noticed upon injecting the lens. Vitreous was present and a vitrector was used.

Manufacturer narrative:
Product evaluation: the lens was returned. Viscoelastic is dried on the lens. Both haptics are broken. The optic is torn/split into pieces with further damage caused by placement in the case for return. The root cause for the reported event could not be determined by the product evaluation. (B)(4).